Event description:
It was reported to philips that the end tidal broke off in monitor. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.